Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion and opening on patch bond edge. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge, delamination (<75% partial separation) and white calcification. Wrinkles (creases) are observed but have no relationship with manufacturing. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A delamination partial of the valve (cohesive failure).

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and rippling. Device remains implanted.